Event description:
Report received of a tubing separation. A used sample which exhibited a separation of the tubing from the upper y-site leg was received from the customer. Upon further query, the customer could not provide any specific details regarding the event. The clinical contact indicated that she had no info suggesting any adverse event or blood loss occurred.